Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was broken and could not be powered on. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had cracked battery tube threads. (B)(4).